Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. It was also reported that prior to the loss of communication the pt's recharger burden had increased. F/u indicated the ipg was explanted and replaced. Additionally, it was reported the pt is receiving effective stimulation and the issue is resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.